Event description:
Portion of the washer broken off during insertion. Pieces were retrieved and a back up device was on hand. Situation did not cause pt injury and did not cause significant delay to the procedure.